Event description:
It was initially reported from the site¿s robotics coordinator to intuitive surgical inc, (isi) customer service, that during a da vinci-assisted bilateral inguinal hernia repair, a piece of the fenestrated bipolar forceps instrument broke off and the patient¿s tissue was torn. A back-up instrument was used to complete the procedure. Isi has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received and analyzed the fenestrated bipolar forceps (fbf) involved with this complaint. Failure analysis found the instrument to have a have a broken input disc that was completely detached from the base of the instrument housing. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The root cause of this failure was attributed to mishandling/misuse. The input disks are located on the part of the instrument that attaches to the da vinci system and would not likely fall inside the surgical field. Based on the current information provided, the root cause of the customer reported failure cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. The customer also returned two other instruments that were used during the same procedure. Failure analysis was completed on both of the additional instruments. Isi received force bipolar instrument pn: 471405-06 // ln: n11210705 0121 and completed the device evaluation. It was alleged by the customer that the "tips came off the hinge." However, there was no allegation that an injury occurred involving this instrument or that any fragments fell inside patient. The instrument was found to have a severely bent grip and the tip did not align with the other grip. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. Failure analysis found the primary failure of a severely bent grip to related to the customer reported complaint. The root cause of a severely bent grip is attributed to user mishandling/misuse. Additionally, the grip surface was found with mechanical indentations. This failure is most commonly caused by mishandling/misuse. Isi also received force bipolar instrument pn: 471405-06 // ln: n10210712 0082 and completed the device evaluation. It was also alleged that the tips of the instrument came off the hinge. Similarly, there was no allegation that an injury occurred involving this instrument or that any fragments fell inside patient. The instrument did not exhibit any damage and there was no trouble found. A site history complaint review was conducted and found no other complaint records for this product were found. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia repair, a piece of the fenestrated bipolar forceps instrument allegedly broke off and the patient¿s tissue was torn. There is no indication that any instrument fragments fell inside the patient. Although an unspecified tissue injury occurred, it is unknown what medical intervention, if any, was required and what type of tissue was injured. In addition, the root cause and severity of the tissue injury is unknown. Blank MDR fields: the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a piece of the fenestrated bipolar forceps instrument broke off and the patient¿s tissue was torn; which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".